Event description:
It was reported that 5 bd ultra-fine¿ insulin syringes with sterile interior had foreign liquid inside them. The following information was provided by the initial reporter: "as part of preparation before drawing up insulin the patient fully depresses the plunger. When this step is done some unknown liquid is expelled."

Manufacturer narrative:
Investigation summary: customer returned (109) 3/10cc, 6mm, 31g syringes (39 in open poly bags, 70 in sealed poly bags) from lot # 1172283. Customer states that some unknown liquid is expelled when the patient fully depresses the plunger. Thirty out of 109 returned syringes were examined and no foreign matter was observed in or on any of the samples. These samples were also tested and no foreign matter came out of the cannula when the plunger rod was fully depressed on any of these samples. The attached photos were also examined and exhibited syringes with a small drop of clear material on the cannula. It is difficult to determine the identity of this material from the attached photos. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined it is difficult to determine the identity of this material from the photos a complaint lot history check was performed on lot # 1172283 for foreign matter from syringe. This is the 1st related complaint for foreign matter from syringe on lot # 1172283. A review of the device history record was completed for batch # 1172283 all inspections were performed per the applicable operations qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.